Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they got failed battery test alarm or ''low battery'' alert when changed the battery. The customer's blood glucose was unknown at the time of the incident. Recommended that he needs to use aaa alkali or lithium and not rechargeable batteries. Advised customer that battery cap and energizer batteries will be sent. The insulin pump will not be returned for analysis.